Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump wake button was stuck. The customer's blood glucose was 800 mg/dl. The customer administered a manual injections to address their bg. Reportedly, the customer continued to use the pump for insulin therapy.